Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of leakage with an infusion set. Leakage occurred in quick release part. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.